Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 37092, implanted: (B)(6) 2015, product type: accessory.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer had a poor communication screen. The patient reported that they were getting poor communication on the replacement patient programmer as the previous one. The ins recharger could communicate with the ins. The patient reported a loss of stimulation on the left side. The patient stated that they were informed by the healthcare professional that the wires were out of place. The patient was sent a replacement antenna and the patient called back stating that the ¿antenna has done the trick and that it is working now¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that she was at the normal eri device replacement surgery; there were no issues with the ins. However, under x-ray rep noticed pt had a paddle lead and not perc leads as seen in the records. When she asked the healthcare provider (hcp) if they were aware, hcp said yes, the perc leads migrated down. As a result, hcp explanted the perc leads and implanted the paddle lead. The leads were discarded. Hcp had no further information about the past event. The explanted ins was discarded. Rep had no further information regarding the event.